Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he had erratic therapy. The patient stated that he sets the adaptive stimulation at 2 and after a while no matter what position he changes to the device goes to 0 and he stops feeling stimulation. The patient went from another position to sitting when he felt the stimulation turn off. No trauma or falls and no recent medical tests or electromagnetic exposure were reported. The patient programmer showed that the stimulation was on and the patient was able to change stimulation. Troubleshooting steps had the patient turn off adaptive stimulation and the patient was able to increase stimulation to the desired level of 2.05 and stated he knew how to decrease it for when he was going to bed. Pain from the stimulation increasing and decreasing by itself was reported and the change in therapy or symptoms was considered sudden. The indication for use was sciatic nerve injury and spinal pain. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the patient response to follow-up reported that the advice provided by the phone representative worked and the issue was resolved. Since the patient didn't use the device at night, the simple on/off fix was fine.